Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm low suspend. Customer's blood glucose was 156 mg/dl. The customer was advised that they need to select suspend or restart basal. The customer doesn't exhit symptons of low blood glucose. The customer was advised about isig and the sensor could have affected during the insertion.